Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
During explantation surgery, staphylococcus aureus was detected in the inner ear. The recipient was prescribed intensive antibiotic therapy by infiltration for two and a half months. The recipient's infection has resolved. Additional treatment details will not be provided. The explanted device was lost and will not return for analysis.